Event description:
It was reported that the patient expired less than one year after implant. No further information has been made available. No previous allegations, complaints, or contacts have been made regarding the device system or any individual components.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.